Event description:
Report received of an over-delivery of heparin. The patient was in the cardiac catheterization laboratory undergoing an unspecified procedure with heparin infusing at an unspecified rate. After the procedure was completed, there was an order to stop the heparin infusion, but did not clamp off the patient line. The customer contact was not sure what other fluid was infusing via the secondary line of the same IV pump. It was reported that at an unspecified time later when the patient was received on a nursing unit, it was noted that the heparin infusion was still on and the bag was completely empty. The rn that received the patient from the cath lab reported that the maintenance IV was the IV that was turned off instead of the heparin infusion. The patient's ptt level was reported to be >200 seconds. Subsequent ptt levels were reported to "return to normal levels". The patient developed a hematoma "from a tiny primary branch of the external iliac artery". It was reported that the md could not say for sure that the hematoma was related to the extra heparin that was infused. The physician reportedly "embolized the bleeding at the arterial branch".